Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
97714 pain stimulator ipg implanted: (B)(6) 2016; 977a260 lead (x2) implanted: (B)(6) 2016; 8637-20 pump implanted: (B)(6) 2017; 8780 catheter implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted. It was further reported that during explant, the device pocket appeared within normal limits. No further patient complications have been reported as a result of this event.